Manufacturer narrative:
Evaluation of the returned pod packing coils (packing coil) confirmed that the embolization coil was detached, and the pusher assembly was not returned for evaluation. Based on the return condition, the root cause of the reported unintentional detachment could not be determined. Evaluation revealed offset coil winds along the length of the embolization coil. This damage is likely incidental to the reported complaint and the root cause could not be determined. Further evaluation also revealed unknown residue on the embolization coil. This damage is incidental to the reported complaint and may have occurred during handling of the device. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a bypass graft using a pod packing coil (packing coil), ruby coils, a lantern delivery microcatheter (lantern), and a guide catheter. During the procedure, the physician successfully placed four ruby coils in the target vessel. While advancing a packing coil in the coronary graft, the packing coil unintentionally detached. A balloon was advanced through the guide catheter and inflated to pin the detached packing coil against the wall of the guide catheter. The guide catheter was then retracted under fluoroscopy with the balloon inflated and the packing coil was removed. It was reported that the hospital technician may have kinked the packing coil pusher assembly while advancing. An angiogram was then performed and confirmed that the vessel was successfully embolized. The procedure was completed at this point. There was no report of an adverse effect to the patient.